Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump shut off overnight, the user awoke with a blood glucose of 400 mg/dl, took long-acting insulin (lantus) and planned to take rapid-acting insulin, and the pump later powered on after charging but had been making sounds; troubleshooting and education were provided, and the user was advised to remain on backup therapy and to stay disconnected from the pump for 12 hours due to long-acting insulin use. Symptoms included hyperglycemia. Outcomes included user self-management on backup therapy without alerts or alarms and without hospitalization. Investigation included collection of blood glucose details and device counseling. Investigation of this case revealed an unclear cause for the hyperglycemia, with no device alerts or alarms observed after charging and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.